Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade unknown, rupture, and nipple discharge.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade unknown, and "left breast nipple discharge." Device has been explanted.